Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and bleeding lcd glass.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirting out. The blood glucose reading is 5.4 mmol/l. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.